Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was visual and microscopically examined and the ms pump kink resistant tubing (krt) were worn to the filament. The ms pump did not pass activation tests. The ms pump passed leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was observed that the pump was dimpled. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported, that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a revision surgery was performed. Upon examination, it was observed, that the pump was dimpled. The pump was explanted and replaced. No patient complications were reported.